Event description:
It was reported the patient ((B)(6)) suddenly lost stimulation while lifting his children. A diagnostic test revealed high impedance measurements for several lead contacts. An x-ray was taken for further interrogation; however, no visible anomalies were noted. Efforts to recapture effective stimulation via reprogramming were unsuccessful. Using the functioning lead contacts, the patient is said to feel stimulation in his shoulders, but this area is not a part of his pain pattern. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.